Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the wheels of a prismaflex machine was broken while moving the device. This happened before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. The device passed the visual inspection, prime test, function check and electrostatic discharge test. Nevertheless, the qualified technician calibrated the scales and pressures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.